Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, user informed the technical support engineer (tse) that an error occurred when inserting a cannula on the arm 4 during pre-procedure preparation. The user rebooted the system, but the issue persisted. The tse reviewed logs and confirmed error 1169, which indicated a cannula sensor error. The tse guided a hard power cycle using the emergency power off (epo), but the issue did not improve. The tse then guided removal of the drape on the arm 4 and testing with another cannula, followed by swapping cannulas with another arm, but the error continued only on arm 4. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator to correct the reported sensor error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.